Event description:
It was reported that device is providing spo2 readings during probe-off. Customer reported that corrosion could have been the actual trigger for the issue possibly due to cleaning, as their lab results provided. Customer also reported that they had several issues with the device. There were no known impact or consequence to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.